Event description:
A report was received that the patient had an infection at the ipg site. It was also noted that the patient was experiencing discomfort when charging the stimulator. Antibiotics were prescribed. The physician examined that pocket incision and found a little fluid draining. It is believed that fluid draining was not device or procedure related. The physician could not detect a pocket opening but placed three tiny staples over the incision for precautionary measure.

Manufacturer narrative:
Additional information was received that the patient was infected and was not getting better. It was noted that the patient had been implanted for too long. The patient underwent an explant procedure. No device malfunction or device contamination suspected at the time of explant. Additional suspect medical device components involved in the event: model #: sc-1200 serial #: (B)(4) description: precision montage MRI ipg sterile kit model #: sc-2408-74 serial #: (B)(4) description: avista MRI perc lead kit, 74 cm model #: sc-4319 lot #: 19852073 description: clik x MRI anchor a review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. It was also noted that the patient was experiencing discomfort when charging the stimulator. Antibiotics were prescribed. The physician examined that pocket incision and found a little fluid draining. It is believed that fluid draining was not device or procedure related. The physician could not detect a pocket opening but placed three tiny staples over the incision for precautionary measure.